Event description:
It was reported that after a percutaneous transluminal angioplasty, arteriotomy closure of a mildly tortuous superficial femoral artery was attempted via an antegrade approach using a starclose se device. Reportedly, during thumb advancer deployment and exchange sheath splitting, resistance was met as the thumb advancer jammed. The starclose se device clip could not be deployed. The device was pulled out from the patient anatomy with the locator wings remaining open. Manual arterial compression was applied to achieve hemostasis. The procedure was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. (B)(4) - incorrect anatomy, the starclose se device was used in an access site in the superficial femoral artery. The starclose se device instructions for use state under special patient populations that the safety and effectiveness of the starclose se vascular closure system have not been established in patient populations with access sites in the profunda femoris or superficial femoral arteries or patients with access sites distal to the bifurcation of the superficial femoral and profunda femoris arteries. Additionally, the starclose se device IFU states under closure procedure caution not to use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery as a pseudoaneurysm, intimal dissection, acute vessel closure (thrombosis of small artery lumen) may occur. Perform a femoral angiogram to verify the location of the puncture site. (B)(4) - indication for use, the starclose se IFU states that the starclose vascular closure system is indicated for the percutaneous closure of the common femoral artery access sites. (B)(4) - failure to follow steps removing the device - the starclose se device was removed without using the safety release or by unlocking and retracting the thumb advancer. The starclose se IFU state under closure procedure that if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number two on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the body of the patient, and assertively pull the device out with the right hand.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the thumb advancer was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The device evaluation revealed that the support tube carved into the nylon shaft during thumb advancer deployment. This type of damage occurs when the flex-guide, tubeset and tissue tract are not correctly aligned during thumb advancement. It should be noted that the instructions for use (IFU) state under the closure procedure section to stabilize the device at the angle of the tissue tract during plunger and thumb advancer deployment. Additionally, the device was deployed in an antegrade superficial femoral artery. (B)(4). The IFU states under closure procedure - caution, not to use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. The IFU states under indication for use that the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. The IFU states under special patient populations that the safety and effectiveness of the starclose vascular closure system have not been established in patient populations with access sites in the profunda femoris or superficial femoral arteries.